Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that during the pump replacement procedure, the physician was unable to disconnect the original pump connector segment without damaging it due to scar tissue growth, so they had to replace the pump segment of the catheter. The physician initially had trouble connecting the new pump segment to the existing spine segment, but it was not a problem with the product. It was noted that he kept trimming pieces of the catheter.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen, morphine and b upivacaine (all unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the rep was at a normal pump replacement but had to revise the catheter due to growth. Technical services reviewed new catheter length and programming.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 08-mar-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.